Event description:
The customer's mother reported that her daughter's blood glucose went up to 490 mg/dl. Her daughter was not sure if the needle inserted because sometimes she does not feel it insert. The mother state that there was condensation in the viewing window but she did not think it was unusual. When the pod was removed, the cannula was not "sticking out," as if it did not deploy.

Manufacturer narrative:
The returned device was evaluated and the reported needle mechanism failure was confirmed. Its root cause was determined to be a manufacturing error. The environmental seal was inspected and there was insufficient lubricant. Lot qualification records were reviewed, and the product lot met all acceptance criteria. The omnipod user guide warns, "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result" and "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. If is untreated, severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka). Dka can cause breathing difficulties, shock, coma, or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin - usually with an injection of rapid-acting insulin. Ask your healthcare provider for instructions on handling interrupted insulin delivery."